Event description:
The pt reported she is unable to establish communication between her ipg and external devices. The pt also reported her programmer reflects a communication error. The pt stated she has not used or charged her ipg in approximately a year. The pt met with the sjm representative and confirmed the ipg is inoperable. Surgical intervention is pending to address the reported issue.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.